Event description:
It was reported that: "implant had been in about 15 years according to patient but no exact date of implantation given. Poly was exchanged due to wear. A new liner was put in and the femoral head was exchanged as well."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.